Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of capture threshold anomaly was not confirmed in the laboratory. The device pacing outputs were tested on the bench and no anomalies were found.

Event description:
It was reported that during implant, the right ventricular threshold was observed to be high. This device was not implanted.